Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment. Analysis did find that the upper and lower cases were contaminated and broken, the battery release, four control knobs, ring cover, two side bail covers, heart block, lead flex cover, two printed circuit board (pcb) screws, board connector cables, output connectors, battery drawer, keyboard pad, main pcb, encoder flex and heart lead flex was contaminated, the battery contacts were compressed, two side bails were missing, and the liquid crystal display (lcd) was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the epg (external pulse generator) was attached to a patient, and it suddenly stopped pacing during a case. The epg was changed with another unit, which resolved the issue. It appeared to have been contaminated. No patient complications were reported as a result of this event.